Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient was on impella rp flex support and while the doctor was closing the chest, the pa pressures went off the screen on the ic. The motor current went flat and the flows went to 0. The doctor re-opened the chest hoping that would help, and it did not. The doctor then removed the impella rp flex and found a foreign material in the inlet of the pump. It was decided not to place another pump. The patient survived the procedure.

Manufacturer narrative:
The investigation of pump stop and thrombus has been completed. The impella device was not returned for evaluation. Upon reviewing the data logs, there was no pump stop issue found during the case. The device functioned/operated to specification. The cause of the low pump flow issue was most likely biomaterial based on data log review. As the necessary information was not provided, the root cause of the thrombus was not determined.